Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error shortly after a battery replacement. The blood glucose reading was 197 mg/dl, which the customer treated with a manual injection. Advised that a replacement battery cap would be sent. Nothing further reported.